Manufacturer narrative:
Evaluation code device evaluation: one device was received. A visual inspection found the device out of calibration. During the functional testing, it was found that specifically the over temp alarm was out of calibration. The device was recalibrated and alarms were tested. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Manufacturer narrative:
Other text: b3: date of event is unknown; no information has been provided to date. D3, g1,2 email is: regulatory.responses@icumed.com. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during calibration alarm was not triggered. Patient involvement unknown.